Event description:
It was reported that the zimmer skin graft mesher was "chewing up the skin". There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and it was determined that the device was out of calibration and the ratchet was galled and the comb was damaged. Parts replaced included; ball detent, damaged comb, gear, worn brushings and the ratchet was repaired. The device was repaired, calibrated and returned to the customer. A review of the service records indicate that the device was purchased in 1993 and had been returned to the manufacturer for repair or preventative maintenance two times, 10/1998 and 07/2005. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance."